Event description:
A laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy with lysis of adhesions was performed. A small cystic structure at the vaginal angle on the pt's left side was noted. The laparoscopic needle was introduced into the cystic structure for drainage and a needle was noted to be bent. During removal of the instrument in the port, the laparoscopic needle broke and fell into the pt's pelvis, the needle was identified and grasped with a laparoscopic grasper but the needle tip was lost during attempted removal. Intraoperative portable x-rays revealed the needle localized within the abdominal wall.